Event description:
It was reported, the patient's device showed low impedance readings. The device battery showed an elective replacement indicator. Impedance readings between the 0 <(>&<)> 2 electrodes were measured at 22 ohms, and later at 9 ohms. The patient's battery was replaced without incident, and it was stated that there was a "possible setscrew causing a mechanical problem" as "just releasing the setscrew" while testing the lead corrected the low impedances.

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37085-40 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 37085-40 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3391s-40 lot# v525595, implanted: 2012 (B)(6), product type lead product ID, 3391s-40 lot# v525595, implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).